Event description:
The company representative reported via phone call that the insulin pump had an unresponsive up button and an intermittently responsive keypad. The customer stated that he sometimes tried to press the up button, but it would not press so he would have to keep pressing it to garner a response. The customer declined to provide the blood glucose reading. He declined troubleshooting at the time of the call, stating that he would call back later because he did not have time to speak. He was advised to contact the customer help line.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.